Manufacturer narrative:
H3: product analysis of qc-3-8-3d, lotno:227135724 found the axium prime coil was returned within the introducer sheath. The introducer sheath was found correctly assembled on the pusher with the wave-lock at the proximal end. The pusher was found to be broken with the release wire intact at ~ 7.6cm from the proximal end. No damages were found with the introducer sheath. The implant coil was returned broken from the detachable tip. The implant coil was found to be damaged. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s ¿pusher kink/damage¿ report was confirmed. The axium pusher was returned broken. In addition, the axium implant coil was found damaged. It is possible that these damages occurred when the customer attempted to advance the coil through the catheter against the resistance. Damages to the pusher can occur if the user advances the device against resistance. However, there was no friction or difficulty during delivery. Therefore, the cause for the damage could not be determ ined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the axium coil was taken out, it was found that the pusher was kinked. The axium coil and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left aneurysm with a max diameter of 5mm and a 4mm neck d iameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received that there were no issues that resulted in the damage that was found. It was noted that the pusher was found to be kinked during the procedure.